Event description:
Report received from the USA stating that the device started making loud noises then stopped working. The occurrence date is unk. The device was being used during knee surgery. There was no pt or user injury reported. It unk if medical intervention occurred. The date of event is unk. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of the device started making loud noises then stopped working was confirmed. During service the device was found with the cutter not rotating and the motor makes unusual noise. If additional info becomes available, a supplemental report will be submitted.